Manufacturer narrative:
Lot number of concomitant product: rev. 3 : s/n (B)(6) h3, h6: the cable was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the cable analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: b i71000475, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that when the system was booting up and the technician connected the umbilical cable the ias will not connect with the mvs. No patient was present.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was found that when connecting the ias and mvs the ias will not boot up all the way. The mvs interface cable was replaced to resolve the mechanical failure. The system then passed the system checkout and was operational. Product analysis #704239366:2021-02-23 23:07:16 cst webmremotews sfdcmnav product analysis task update work order name : wo00815795 analysis summary text : action/resolution: replaced the mvs interface cable. Performed multiple reboots and unplugging and re-plugging with no issues. Performed system checkout. Unit is operational. Cable grade: a contact: tommy martin demo/eval unit: false imaging modalities p/f: pass inspection and operational tests p/f: pass is mechanical inspect failure resolved?: yes mechanical fit of part upon install: pass mechanical inspection failure: other mechanical inspection p/f: fail mechanical inspection summary of failure: when connecting the ias and mvs the ias will not boot up all the way. Record type: o1 system checkout (closed) status: completed does the system perform as intended?: no visually inspected parts prior to instal: pass were hardware parts replaced?: yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.